Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® lh pst¿ ii plus blood collection tubes there was boor barrier separation of one tube. No patient harm reported. The following information was provided by the initial reporter: "cells not separating from plasma post centrifugation in pst. Sample was recentrifuged after standing on the lab bench for approximately 2 hours. Gel then migrated to separate cells from plasma."

Manufacturer narrative:
H.6. Investigation summary: bd received 6 samples and 1 photo for investigation. A review of the photo did not indicate poor barrier separation. Additionally, customer return samples and retention samples were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® lh pst¿ ii plus blood collection tubes there was boor barrier separation of one tube. No patient harm reported. The following information was provided by the initial reporter: "cells not separating from plasma post centrifugation in pst. Sample was recentrifuged after standing on the lab bench for approximately 2 hours. Gel then migrated to separate cells from plasma."